Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire. Stapler was closed and stuck on the renal artery. Removed the stapler by disassembling the handle and reattaching a new idrive handle. A new stapler was used to complete procedure. No patient injury noted.